Event description:
It was reported that the in preparation for a ureteroscopy with tumor ablation procedure, the laser fiber was removed from the packaging and connected to the laser system. A popping sound occurred at initial firing and an alert came up stating the fiber was broken. It was noted that the fiber did not come into contact with any material upon removal from the package. However, it is possible that the fiber was damaged when it was removed from the packaging and was being set up for the procedure. This was the first time the fiber had been used. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email, e1 initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/postal code, initial reporter phone, health professional, h6 evaluation conclusion code.

Event description:
It was reported that the in preparation for a ureteroscopy with tumor ablation procedure, the laser fiber was removed from the packaging and connected to the laser system. A popping sound occurred at initial firing and an alert came up stating the fiber was broken. It was noted that the fiber did not come into contact with any material upon removal from the package. However, it is possible that the fiber was damaged when it was removed from the packaging and was being set up for the procedure. This was the first time the fiber had been used. The procedure was completed successfully. There were no patient complications.